Event description:
Customer called to report cidex plus had splashed in an employee's eye. The employee was not wearing eye protection as described in the product labeling. The employee flushed the eye and saw an ophthalmologist who prescribed antibiotic eye drops for 24 hours.